Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: there were no records of unexplained power-on-reset event in the black box data. Moisture corrosion was confirmed to be present in the battery compartment. A battery cap was not returned with the device for investigation. A test battery cap was used to complete the investigation and fit properly to the pump. The pump was powered on and exercised for 12 hours without any interruption in power. Leak testing failed; moisture ingress was confirmed into the battery compartment due to a crack in the battery compartment. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged power issue.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.